Manufacturer narrative:
One pump was returned for analysis in poor condition. Visual analysis found the top case to be chipped and cracked. The bottom case was also damaged. The event history log could not be reviewed as the lcd screen was smashed. The field observation could not be duplicated, however the motor assembly was replaced as a preventative measure as the parts were over 10 years old. The damaged top and bottom case were replaced. Following repair, the pump passed functional testing. Based on the evidence, the complaint was unable to be confirmed. The root cause was determined to be related to a dropped or damaged pump and use of the pump in a manner inconsistent with the instructions for use.

Event description:
Information was received indicating that a motor rate error occurred on a smiths medical medfusion® 3500 syringe pump. There were no reported adverse effects.